Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on under ac or battery power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h4 manufacturing date of the initial medwatch report indicates: blank section h4 manufacturing date of the initial medwatch report should indicate: 10/29/2009 section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: 00885074515267.

Manufacturer narrative:
Physio-control contacted the customer and was made aware that the device was removed from service and will not be returned to physio for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on under ac or battery power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on under ac or battery power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.